Event description:
The reporter contacted animas on (B)(6) 2012, stating the up and down arrow buttons were intermittently unresponsive. The reported denied recent trauma to the pump. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump attached to a belt and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: during the product analysis investigation it was confirmed that all pump buttons were responsive and functional, no defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.